Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited low pacing impedance. The patient was then presented for a follow-up in clinic. Upon interrogation, it was noted that the ra lead exhibited under-sensing, high capture threshold and noise over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. The patient was in stable condition and would be further monitored.

Event description:
Additional information received notes that the right atrial lead's low pacing impedance, noise oversensing, and inappropriate mode switch are recurring. Programming changes were made. The patient was in stable condition.